Manufacturer narrative:
(B)(6). A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility report that at the moment of the involved angio-seal placement, there was difficulty in outing it on. The event occurred intra-operative. This event did not result in harm to the patient. Additional information was received on 31 mar 2023. The ever did not cause patient harm. This incident didn't cause or contributed a patient harm.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed as the sample was not available for evaluation. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).